Event description:
Additional information was received indicating the noise resulted in oversensing.

Manufacturer narrative:
The reported events of sensing noise and high pacing lead impedance were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported, episodes of noise and high pacing impedance were observed on the right ventricular (rv) lead. The rv lead was explanted to resolve the event. The patient was stable. Further information has been request but has not yet been received.